Manufacturer narrative:
(B)(4). No known consequence or impact to the patient. The event is currently under investigation.

Event description:
The user states that they are experiencing "wire bleeding", thrombus collecting in the "j" of the wire and thrombus collecting on the wire in the sheath. This has happened on a number of occasions but has only been reported on this occasion. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, drawings, manufacturing instructions, quality control, and specifications was conducted during the investigation. The product was not returned and no lot number was provided to assist in the investigation. The manufacturing and qc departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections during the manufacturing process and again, prior to transport. No evidence was found to suggest that product was not manufactured to current specifications it was reported that this incident resulted in low impact to the patient. Quality engineering risk assessment was used to assess the risk for this failure mode and the risk remains acceptable. Based on the provided level of information a definitive root cause can not be determined at this time. We are continuing to monitor similar complaints and have notified the appropriate internal personnel of this event.

Event description:
The user states that they are experiencing "wire bleeding", thrombus collecting in the &#33433; of the wire and thrombus collecting on the wire in the sheath. This has happened on a number of occasions but has only been reported on this occasion. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence